Event description:
Facility reported complete separation of the mainline from the base of the arterial chamber after 2 hours of treatment. Patient lost 100cc of blodd. No patient ill effect. Sample is available.